Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that he experienced severe hyperglycemia and ketoacidosis for hours due to the infusion set failure and was hospitalized. The customer stated that the tubing connector was not properly connected to the reservoir and insulin was leaking. Blood glucose value at the time of event is unknown. The customer was called to obtain details but could not be reached. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Updated information has been provided with this report.

Event description:
It was reported that the customer was not hospitalized during their serious injury.